Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure for urinary stress incontinence on and unknown date in 2016 and the mesh was implanted. It was reported that since the implant the patient has suffered from urinary tract infections and e. Coli lasting weeks that no drug would clear. It was reported that the patient had to go on IV drips in hospital, and had leg pain, groin pain, and scratching inside. It was reported that the patient's life has been nothing but pain and discomfort since the implant. Additional information was requested.